Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, pulmonary vein isolation was completed without incident, and cavotricuspid isthmus ablation in the right atrium was then initiated. After two cavotricuspid isthmus line lesions were created and the physician was about to deliver the third radiofrequency lesion, the patient developed type 3 and complete heart block that was ongoing at the time of the report. Pacing was performed through the coronary sinus catheter, and the procedure was stopped without completing the remaining planned ablation; the case was aborted. The patient went to recovery with a temporary pacing catheter while awaiting possible recovery of normal conduction or permanent pacemaker implantation. No further patient complications have been reported as a result of this event.